Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the upon opening the package the rosch-uchida transjugular liver access set, there were parts bent and snapped in two within the package. It did not make patient contact, and there were no injuries or additional procedures reported.